Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the date of manufacture, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Ide study pt experienced pain for less than one year and was treated with narcotics, non-narcotics and anti-inflammatories. Pt was randomized to fusion and underwent an acdf procedure at c5-c6. At some point post fusion, the pt again experienced severe pain and in (B)(6) 2010, underwent a procedure to implant a prestige artificial disc at c4-c5. The plate at c5-c6 was not removed. X-rays taken on (B)(6) 2011 show the fusion at c5-c6 is solid, the prestige is in place and appears to be doing the correct things with flexion, extension and lateral bending.